Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified de novo left circumflex artery that was 90% stenosed. A 2.75x18mm xience prime stent was deployed at 10 atmospheres (atm) at the lesion followed by standard post-dilatation with a 3x12 nc balloon at 14 atm. A distal edge dissection was noted and another 3.0x23mm xience prime was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.